Event description:
Summary of description of event: an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10) but couldn't get through the stricture. The introducer and stent was removed from the pt. The stent remained in the scope. The scope was being used on another pt when the stent was observed in the scope channel. Last week during an ercp, dr (B)(6) was trying to remove an old stent from a pt when tye had difficulty getting the snare to open an when they were fiddling around with the snare, they noticed on the screen a tip of a stent out of the scope ((B)(4)). This cope was used on the previous friday when dr (B)(6) was trying to deploy a second stent but they could not get the oasis through ((B)(4)) so they aborted the procedure and pull out the oasis. They did not look to see if the stent was still on. The scope was reprocessed with the stent in the channel ((B)(4)). A section of the device did not remain inside the pt's body. The pt did not require any additional procedures due to this occurence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There have been 3 separate pr's and 3 separate MDR reports submitted in relation to this single complaint event due to the involvement of two patients and two suspect devices. (B)(4). This complaint event has been deemed reportable due to the potential of a foreign body situation. The actual lot number of the chbs0-10-15 device involved in this complaint was not provided. As the lot number was not provided; therefore it is not possible to establish if there were any devices from the affected lot numbers in stock at the time of the complaint investigation. We were advised that the device involved in this complaint was available to be returned for evaluation but to-date ((B)(4) 2013) the device has not been received at cook ireland. As the device has not been received; therefore the customer complaint could not be confirmed and the cause of this complaint could not be conclusively determined. An attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10) but couldn't get through the stricture. The introducer and stent was removed from the pt. The stent remained in the scope. The scope (containing the stent from (B)(4)) was being used on another pt when the stent was observed in the scope. Therefore 3 pr's have been logged as follows: (B)(4) (oa-10) - an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10) but couldn't get through the stricture. The introducer and stent was removed from the pt # 1. The stent remained in the scope channel. (B)(4) (stent) - scope (containing the stent from (B)(4)) was bing used on pt # 2 when the stent was noticed in the scope. (B)(4) (stent) - an attempt was made to deploy a second stent (10x15 cm cotton huibregtse stent) using an oasis introduction system (oa-10) but couldn't get through the stricture. The introducer and stent was removed from the pt # 1. The stent remained in the scope channel. The complaint information reports was as follows: "last week during a ercp dr amor was trying to remove an old stent from a pt when tye had difficulty getting the snare to open an when they were fiddling around with the snare they noticed on the screen a tip of a stent out of the scope ((B)(4)). This cope was used on the previous friday when dr (B)(6) was trying to deploy a second stent but they could not get the oasis through so they aborted the procedure and pull out the oasis. They did not look to see if the stent was still on. The scope was reprocessed with the stent in the channel. Confirmed by the customer on (B)(6) 2013 - the stent came off the oasis in the scope even though it was not deployed. It was a 10x15 cm cotton huibregtse stent. The physician deployed one and was attempting to deploy another alongside but it was too tight. The following is a summary of comments received from the relevant engineer at cirl on review of the complaint event: the device was used as intended. There is nothing stated below that suggests that the device did not performed as intended. The IFU for this device contains the following precaution: "do not use this device if stent cannot advance through strictured area." The device that is the subject of the complaint was sold as introducers only, and would have to have been loaded with the stent by the user. When the stent is loaded onto the stent introduction system it sits at the distal tip of the pushing catheter, and is advanced through the working channel of the endoscope by the advancement of the pushing catheter. The stent loaded on to, but is not attached to, the stent introduction system. The IFU for this device advises that "upon completion of procedure, dispose of device per institutional guidelines for biohazardous medical waste." The instructions for use, IFU for the biliary stent advises the user of the following "upon completion of procedure, dispose of device per institutional guidelines for bio hazardous medical waste." In this case, the stent could not be advanced through the stricture because it was too tight. Most likely cause is that the stent moved off the introducer while attempting to remove the introducer. As a result when the physician removed the devices from the pt it was not confirmed that both the introducer and stent had been removed. The stent was then noticed in the scope when the scope was being used on a second pt. Prior to distribution, all biliary stent devices are subjected to visual inspections and functional checks to ensure device integrity. A review of the manufacturing records for this biliary stent device could not be carried out as the lot number was not provided. As per the instructions for use, IFU for the one action introduction system precaution section instructs the user of the following: "do not use this device if stent cannot advance through strictured area." As per the instruction for use, IFU, system for the one action introduction system preparation section instructs the user of the following: "if applicable, pre-load desired stent and positioning sleeve onto tip of introducer." The 2 year complaint history has been reviewed and the occurrence of this complaint type is low for this rpn. No corrective action is warranted at this time. From the information provided there were no adverse effects to the pt due to this occurrence. No part of the device remained in the pt.